Event description:
It was reported that the inflatable penile prosthesis reservoir migrated because the muscle was too thin. Therefore, the patient underwent surgery to replace the device was a malleable tactra penile prosthesis. There were no patient complications.